Event description:
Reportedly, on (B)(6) 2025, the user tried to include a patient in several pcs at the hospital with her account. For each time, after inserting all the patient information and clicking on submit, the error enclosed appears and the webpage closes. The patient is not created.

Manufacturer narrative:
Review of the event logs is still ongoing, results are not available yet.

Manufacturer narrative:
Analysis of the provided information and event log permit to establish that the issue seems to be caused by a date format error. The correct format to be used is for example (B)(6) 1970, formats like (B)(6) 1970 are not supported by the website. The most probable hypothesis is that the error has been caused by an incorrect date format filled with copy paste instead of using the calendar tool next to the case to fill. No general malfunction is suspected with the device. This case is retained and utilized for trend purposes.

Event description:
Reportedly, on (B)(6) 2025, the user tried to include a patient in several pcs at the hospital with her account. For each time, after inserting all the patient information and clicking on submit, the error enclosed appears and the webpage closes. The patient is not created.